Event description:
The customer reported that the pt got out of bed and the alarm did not sound. The pt fell and was taken to the hospital. The pt subsequently died. The customer has declined to provide add'l info. A user facility medwatch form was received from the customer.

Manufacturer narrative:
The customer has declined to provide add'l info regarding product involved in the event. They have refused to allow a site visit by a posey company rep. The customer has declined to return the product for add'l investigation.